Event description:
Resident was being placed in bed using the lift/scale. The scale attached to the lift boom arm gave way and the resident fell back in the chair, resident was assessed; no injuries noted! Resident did complain of right arm pain. Scale was sent back to manufacturer. (Ims integrated measurement systems) for eval.